Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation legal manufacturer's final investigation. From the results of evaluation, the following item was observed: the ceramic tip was loose. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. The instructions for use (IFU) carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: ¿4) before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the resection sheath ceramic tip was loose. The issue was found during reprocessing and the procedure was completed with another device. It was noted that a part fell into the patients body and was retrieved. There were no reports of patient harm.